Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: injuries (pain and bleeding) were resolved post-removal. Post removal complication was yes (recs -pending). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event psych injury was added. Post removal complication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterovaginal prolapse, stress urinary incontinence, rectocele, hypertrophy of labia and cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (total vaginal hysterectomy, colporrhaphy and perineorrhaphy, cystoscopy. Labiaplasty, culdoplasty). Essure (ess205) was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: injuries (pain and bleeding) were resolved post-removal. Post removal complication was yes (recs -pending). Lot number: 628145 manufacturing date: 2008/09 expiration date: 2011/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injury to herself") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the injury outcome was unknown. The reporter considered genital haemorrhage, injury and pelvic pain to be related to essure (ess205). The reporter commented: injuries (pain and bleeding) were resolved post-removal. Post removal complication was yes (recs -pending). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received. New event pelvic pain and gen. Abnormal bleeding were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterovaginal prolapse, stress urinary incontinence, rectocele, hypertrophy of labia and cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (total vaginal hysterectomy, colporrhaphy and perineorrhaphy, cystoscopy. Labiaplasty, culdoplasty). Essure (ess205) was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: injuries (pain and bleeding) were resolved post-removal. Post removal complication was yes (recs -pending). Lot number: 628145. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.